Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up # 02 MFR report:3005168196-2017-01016. M. Box 6. Results code 4.

Manufacturer narrative:
Please note that "study" was selected in section for report source; however, additional information received on 12-jul-2017 indicated that this was not from a clinical study.

Manufacturer narrative:
Results: the tab on the proximal end of the penumbra smart coil detachment handle (sch1) was broken, causing the proximal end to become separated. Conclusions: evaluation of the returned sch1 revealed that the proximal end of the smart coil pusher assembly was stuck inside the sch1. This type of damage typically occurs due to improper handling during use. If the sch1 is actuated multiple times while attempting to detach the coil, damage such as this may occur. Further evaluation of the returned sch1 revealed that the tab on the proximal end of the sch1 was broken. The root cause of this damage could not be determined. Evaluation of the returned smart coil pusher assembly revealed that the pull wire was completely retracted out of the ddt and the embolization coil was detached from its pusher assembly. Therefore, the device functioned as intended. Further evaluation revealed that the pusher assembly was kinked. These kinks were likely incidental and may have occurred while packaging the device for return. Penumbra sch1 are visually and functionally inspected during incoming quality inspection. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coil detachment handle (sch1). During the procedure, the physician deployed and detached a penumbra smart coil (smart coil) into the target vessel using the sch1; however, the end of the smart coil pusher assembly became stuck inside the sch1 and could not be retracted. Therefore, the procedure was completed using additional smart coils and a new sch1. There was no report of an adverse effect to the patient.